Manufacturer narrative:
The report states: patient was revised to address cup loosening. The cup migrated through the medial wall. Doi: unk - dor: (B)(6) 2011 (left side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The report states: patient was revised to address cup loosening. The cup migrated through the medial wall. Doi: unk - dor: (B)(6) 2011 (left side). 64) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Doi of (B)(6) 2009 identified in litigation papers and added to complaint. Patient is a resident of (B)(6). Update: (B)(6) 2011 - medical records received. The revision operative report indicates that a piece of host tissue lining the joint was resected and it had a blackened appearance suggestive of metallosis. The femoral head was added to the complaint. Part/lot numbers identified with invoice search.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address cup loosening. The cup migrated through the medial wall.